Manufacturer narrative:
No product was returned for investigation. Suction alarms were observed in the data logs. The cause of pump suction cannot be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Event description:
An impella cp was placed to support a patient in non-st elevated myocardial infarction. While on support, the patient experienced oozing. The access site was re-sutured with forward tension sutures in place and the site was angle matched. Pressure was held to dissolve the hematoma. The perclose suture was secured and the hematoma was mostly resolved. After transfer to the intensive care unit, it was noted the hematoma worsened and critical care placed a fem stop for a few hours. Bruising was noted from the hematoma. One unit of packed red blood cells and fresh frozen plasma was transfused. It was reported that hemostasis was achieved through the femstop. Additionally, intermittent suction alarms were observed. The case proceeded as the patient was transferred from the impella cp to an impella 5.5.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.